Manufacturer narrative:
The provided follow-up data were thoroughly analyzed. The iegms showed noise artifacts on the ventricular channel, which led to the vf detection and two shock deliveries, as it was also reported in the complaint text. In the following, the returned lead underwent analysis. During the analysis, the lead was examined visually, mechanically, and electrically. The visual inspection showed a cut into the lead body 16 cm distal of the df4 connector pin. Whether the insulation damage was caused during the implantation or the explantation process could not be determined during the analysis. In the further course of the analysis, the inner conductor helix between the tip electrode and the ring electrode was found to be kinked. In addition, a deformation could be seen at the steroid collar. These damages can with high probability be traced back to mechanical stress during the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
After an implantation time of four days, a sudden drop in sensing and increase of the pacing threshold, as well as the delivery of two inappropriate shocks were reported. The lead was replaced and returned to biotronik. Aside from the shocks, no further deterioration of the patient's state of health was reported.